Manufacturer narrative:
Manufacturer's analysis confirmed the customer comment that the programmer stylus and pointer would not align. It was also indicated that the power cord bay assembly latch was broken. These parts were replaced and the programmer passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer screen no longer responds to the stylus pen. The pen was replaced and recalibrated but the problem persisted. The programmer was returned for service. No patient complications have been reported as a result of this event.